Event description:
It was reported that during a stenting treatment procedure, a deployment and removal difficulty issue occurred. The target lesion was located in the vena cava. The 16x40/9 fr uni plus 100cm wallstent was used during the procedure and expanded upon deployment. However, the stent was not able to release from the guide catheter. The physician had difficulties removing the device once the stent was deployed. The stent would not collapse back down for removal. After careful manipulation, the physician was able to remove the device intact from the vessel. The procedure was completed with a different stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the returned device was returned within another manufacturers' introducer sheath. It was observed that the outer sheath was fully retracted and that the stent was released but sitting on the distal tip. Further examination noted that one of the distal stent wires was sticking into the distal tip and some of the distal stent wires were uncrossed and damaged. The stent was removed from the tip and the delivery system was closed. There was no issue with the movement of the outer sheath. A tactile examination of the shaft of the device found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a deployment and removal difficulty issue occurred. The target lesion was located in the vena cava. The 16x40/9 fr uni plus 100cm wallstent was used during the procedure and expanded upon deployment. However, the stent was not able to release from the guide catheter. The physician had difficulties removing the device once the stent was deployed. The stent would not collapse back down for removal. After careful manipulation, the physician was able to remove the device intact from the vessel. The procedure was completed with a different stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).